Event description:
Patient arrived at the floor from dialysis with skin very cold, and patient was diaphoretic. Patient responded name; pupil non- reactive. Accessory muscle work was noticed. Unable to get o2 saturations, temperature, blood pressure, pulse. CPR [cardiopulmonary resuscitation] initiated but patient did not obtain rosc [return of spontaneous circulation].